Manufacturer narrative:
The device was returned to physio-control for evaluation. The cause of the reported issue was determined to be a shorted capacitor, designator c13 from the interface pcb assembly. The shorted capacitor caused fuses f2 and f4 from the power pcb assembly to become open and also caused damage to other internal assemblies. The device was not returned to the customer.

Manufacturer narrative:
(B)(4). The third party service agent has received the device for evaluation. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
The customer has advised the third party service agent that they decided to decline the repair due to the costs associated. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.